Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following. Engineering evaluation.

Event description:
It was reported that, "tip of awl broke off in patient's vertebral body. The surgeon was unable to remove the tip."